Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was isolated to the monitor's electrode belt connector being broken free from the monitor enclosure, damaging the j1001 connector from the ca board. The root cause for the damaged connector was excessive force. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.